Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/10/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Product complaint # (B)(4). Date sent to the FDA: 7/10/2023. Corrected information: h6 (b18 device discarded). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the total number of products involved in each event? Intermittent over the last month. What is the total number of broken sutures during use in each event? N/a ¿ inconsistent. What is the total number of sutures didn't come out of the package in each event? Intermittent what is the total number of procedures? N/a staff this also happened three months ago, stopped and restarted. Inconsistent. The sales representative observed a 4-0 in an ortho case the day it was reported difficult to remove from packaging. Did not observe any break same day. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Event related to mw # 2210968-2023-03995. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown general procedure on an unknown date and suture was used. The suture will either not come out of the package or once out of the package will brake during use. No adverse patient consequences were reported. Additional information was requested.